Event description:
It was reported that during an in-clinic follow, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.